Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6)2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6)2024 presented with no growth in the culture and a wbc count of 13,636 mm3. The patient was diagnosed with peritonitis due to nonadherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient allows pet cats in the room during ccpd that more than likely contaminated the patient line during therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for three weeks and ip ceftazidime at 1000 mg daily for two weeks to address the infection. The patient is recovering from this event while on antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler through the treatment course to present.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during pd therapy as reported to by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent cultures yielded no results, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 13,636 mm3. The patient was diagnosed with peritonitis due to nonadherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient allows pet cats in the room during ccpd that more than likely contaminated the patient line during therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for three weeks and ip ceftazidime at 1000 mg daily for two weeks to address the infection. The patient is recovering from this event while on antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler through the treatment course to present.